Event description:
On (B)(6) 2014, the lay user/patient¿s wife (reporter) contacted lifescan (lfs) alleging that while in (B)(6) the onetouch ultra2 meter read inaccurately high compared to his feeling/ normal result(s). The complaint was classified based on additional information obtained from the reporter during a follow-up call by a customer service representative (csr). The patient tests once every two to three days; his normal blood glucose range is between ¿100-120mg/dl; when his blood glucose reading is below his normal range, he experiences symptoms of palpitation, sugar cravings, and dizziness; and when his reading is above his range, he is unable to sleep, and has frequent urination. The patient manages his diabetes with 500mg of ¿glycebhage¿ sr tablets once a day. The reporter confirmed the alleged issue occurred between (B)(6) 2013. The patient reportedly obtained a blood glucose reading (with the subject meter) that was 30mg/dl higher than his normal range; result not specified. It is not clear what action the patient took in response to the alleged meter issue; however, according to the reporter, after the alleged meter issue occurred (date unknown), the patient¿s physician reportedly increased his oral medication to 1gram. According to the reporter, a month after the alleged meter issue occurred, the patient reportedly experienced symptoms of palpitation, sugar cravings, and dizziness. However, the following are not known: what the patient¿s blood glucose reading was prior to the onset of his reported symptoms; when was the last time he tested with the subject meter; and prior to his symptoms if there were any changes to meals, or activity level. The reporter denied the patient tested his blood glucose with the subject meter at the onset or during his symptoms; the patient reportedly also did not test with a back-up/secondary meter before his symptoms began. According to the reporter, the patient consumed water and sweets as self-treatment and his symptoms reportedly abated two hours later. The patient reportedly also did not test his blood glucose after self-treatment. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. The csr also noted that the reporter performed a quality control solution test that did not pass. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Follow-up # 1 ¿ ( (B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the test strips passed test with no faults found. The subject meter was not returned as requested. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.